Manufacturer narrative:
All attempts for additional information have been unaddressed and no further inquiries to technical services have been logged.

Event description:
It was reported that during a latitude data review, a high shock impedance measurement was observed. Information from the field states the high value was likely related to a patient condition. Shock trend patterns were reviewed and illustrated values between 130-156 ohms over the past year. A previous delivered shock demonstrated impedances within normal ranges and all evens were free from noise. Technical services stated a 1.1 joule synchronous test shock may be considered and high resolution x-rays could provide additional insights if needed. Lead replacement is only indicated if high energy shock shows out of range impedances or if artefacts can be created on rv channel by movement manoeuvres. Ts also stated two additional latitude alerts could be enabled to further track lead integrity. To date, no system changes have been reported and no additional patient clinical visits, have been completed. This lead remains implanted and in service.